Event description:
On 08/07/2025, the user reported receiving an insulin occlusion alert. The user disconnected the tubing, resumed insulin delivery, and performed a fill tubing procedure to confirm drops were observed. The user then reconnected, and blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.